Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked screen. Event log history could not be performed as the event history log could not be downloaded. During analysis, the device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. Service will replace circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an alarm error "1660". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.